Event description:
It was reported that the physician alleged this left ventricular (lv) lead slightly dislodged following the implant procedure. The physician elected to reprogram the device output to mitigate the dislodgement instead of performing a revision procedure. The patient was stable with no adverse consequences. The lv lead remains implanted and in service.